Manufacturer narrative:
(B)(4). The customer declined to have the ventilator repaired.

Event description:
It was reported that the ventilator had an erratic display. The ventilator was not in use on a patient at the time of the event.